Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, oversensing of noise was observed and resulted in storage of two ventricular episodes. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, oversensing of noise was observed and resulted in storage of two ventricular episodes. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that noise was able to be reproduced with arm maneuvers. Pacing impedance measurements in bipolar were consistently greater than 2,000 ohms, and were 560 ohms in unipolar. A lead fracture was suspected, however, was not confirmed. The device was reprogrammed to unipolar pacing and bipolar sensing and the patient was scheduled for a lead revision procedure. Surgical intervention was undertaken. A venogram was performed and total subclavian vein occlusion was confirmed. The physician elected to place a non-boston scientific leadless pacemaker instead of replacing the lead. The device was reprogrammed to prevent pacing and remains implanted with the rv and right atrial (ra) lead. There are no plans to explant the pacemaker and leads at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, oversensing of noise was observed and resulted in storage of two ventricular episodes. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that noise was able to be reproduced with arm maneuvers. Pacing impedance measurements in bipolar were consistently greater than 2,000 ohms, and were 560 ohms in unipolar. A lead fracture was suspected, however, was not confirmed. The device was reprogrammed to unipolar pacing and bipolar sensing and the patient was scheduled for a lead revision procedure. Surgical intervention was undertaken. A venogram was performed and total subclavian vein occlusion was confirmed. The physician elected to place a non-boston scientific leadless pacemaker instead of replacing the lead. The device was reprogrammed to prevent pacing and remains implanted with the rv and right atrial (ra) lead. There are no plans to explant the pacemaker and leads at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.